Event description:
The complainant reported that the patient had brain hemorrhage during impella 5.5 support. The patient's CT (computed topography) head findings noted a large parenchymal hemorrhage within the left temporal lobe. As a result, heparin was discontinued and reversed with protamine. The patient was also transfused two units of blood and taken to surgery for an emergency craniotomy. Eventually, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B.2 added selection that was inadvertently omitted from the initial report that was submitted. B.3 revised date as it was entered incorrectly on the initial report that was submitted. B.7 added information that was inadvertently omitted from the initial report that was submitted. D.4 added model number as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. G.3 date was reported incorrectly on the initial report that was submitted. The date should of reflected 03-sep-2025. H.10 added related report number. This report represents the pump and another report was submitted to represent the automated impella controller. Investigation summary: the pump was returned. Hemorrhage: there was a reported cerebrovascular accident - a temporal hemorrhage requiring emergent craniotomy. The device was returned and there were no damages noted. There was a thrombus noted which was apparent in the pump run. Due to lack of sufficient clinical details, the root cause cannot be determined. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.